Manufacturer narrative:
The investigation results show that the postoperative plate fractures occurred through a hole, so the reported event could be confirmed. The (measurable) dimensions of the returned plate are in accordance with the specifications. The chemical composition conforms to the specification of ti grade 1. The macroscopic appearance points to exceeding the material strength. That is confirmed by the deterioration of the anodization layer and the changes of the surface¿s structure in the area of the breakage. The fracture surfaces were destroyed / leveled due to friction with the counterpart or another hard object. To obtain more details about the complained event, the sales rep was contacted, and several answers received. The stryker cmf¿s health care professional was contacted in order to assess the provided information ¿(¿) breakage of the plates was due to the non-healing of the bone which in turn was probably related to degenerative bone disease. (¿)¿ in sum, all performed investigations indicate that the plate broke due to a forced rupture in combination with a fatigue breakage which was probably related to the degenerative bone disease of the patient. Based on the investigation and the corresponding investigation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue.

Event description:
It was reported that the patient¿s bone did not heal properly. She does have underlying health issues (osteoarthritis). The surgeon removed the plates, and all four plates were broken. The original procedure, a lefort orthognathic osteotomy, was done in (B)(6) of 2019. The surgeon is doing revision surgery. Three additional mdrs will be filed to represent the other catalog numbers associated with this event.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the patient¿s bone did not heal properly. She does have underlying health issues (osteoarthritis). The surgeon removed the plates, and all four plates were broken. The original procedure, a lefort orthognathic osteotomy, was done in (B)(6) of 2019. The surgeon is doing revision surgery. Three additional mdrs will be filed to represent the other catalog numbers associated with this event.